Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in artemis, the 32056 error was found indicating usm 4 failed to initialize inter-integrated circuit (i2c), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the no error was triggered. The usm was then installed onto a patient site cart (psc) fixture test platform (pftp) where usm automatic gain control (agc) current test was found to be failing. Once testing was completed, the pitch search light flat flex cable (ffc) was further inspected and was verified to be the source of the fault. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, that customer had non-recoverable fault 32056 occurred on universal surgical manipulator (usm) 4 as patient side cart (psc) was in stand alone mode. Customer was advised to perform a hard power cycle of the psc and connect all system cables to another carts. Issue persisted. The procedure was completed with no reported injury.